Event description:
It was reported the patient's recharge burden had changed, and he must charge his ipg every 3 days to continue to receive stimulation. The patient was working closely with his physician to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.